Event description:
During a laparoscopic cholecystectomy when the er320 clips fed they were bent and would fall out of the jaws. The instrument will be returned exactly as received with the clips taped to the handle. There was no consequence to the pt. 12/31/96 the case was completed with another er320.